Event description:
The customer stated an architect i2000sr analyzer using reaction vessels of lot 69686p100 generated error code 1007, unable to process test, activated read error. The error was resolved by replacing the reaction vessels with those of a different lot. There was no adverse impact to patient management reported.

Event description:
The facility reported an infusion pump with a failure code 199 (crc-failure), which occurred within the recovery room. The event was reported to have occurred during patient therapy, where therapy was stopped. It is unknown if there was patient injury or medical intervention had been reported related to the device. No additional information is available. The software version for this device is currently not known.

Event description:
(B)(6).

Manufacturer narrative:
(B)(4).the user interface module printed circuit board was replaced to correct the reported condition.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "failure code 199 crc" due to user interface module printed circuit board (uim pcb) u4 erasable programmable read only memory (eprom) socket u4 was cracked. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4) the device has not yet been received for evaluation of interruption of therapy. Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.